Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right atrial lead exhibited undersensing. The lead was explanted and replaced. The patient was in stable condition.